Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during a case. The site detected three points during the case that the navigation and guidance system were inaccurate and believed it to be due to a patient anatomy shift. The first inaccuracy detected immediately after initial registration. The site re-registered and it resolved the issue. They completed four screws the entire left and l3 right. Then when doing right l4 the site detected another patient shift. They re-registered again, but were only able to get l5 registered. L4 was completed by hand, and then l5 was completed with the system. Then the system went inaccurate again due to a patient shift, and the doctor abandoned the system. Over the case they completed several navigation checks and snapshots and navigation seemed accurate. Additional information received from the site reported that a built in self test was accurate after the case. The deviation was between 3.5 to 10 mm.